Event description:
The health care professional reported a confirmed motor stall and motor stall recovery recorded in the event logs. The motor stall was caused by the patient having MRI; the stall occurred at 9:45 and recovery was noted at 10:14. Per hcp, the actual residual volume was greater than the expected residual volume. The specific values for the volumes were not provided. The hcp was monitoring. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported in (B)(6), 2012 that cause of the volume discrepancy was due to human error. The reporter noted that the wrong reservoir volume was entered after the previous refill. No patient injury was reported.

Event description:
Additional information received reported that the patient had magnetic resonance imaging due to a newer back pain.

Manufacturer narrative:
Catheter model# 8709, lot# l55918, implanted: 1998 (B)(6). Explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)